Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline stent failed to open in the distal section. The pipeline was prepped and ready to deliver but distal end of the device did not open correctly. Tried resheathing once and removed from body. Procedure completed with second device, no issues with deploying other device. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccualr aneurysm in the right internal carotid artery (ica). The max diameter was 12mm and the neck diameter was 6mm. The distal landing was 4.5mm and the proximal landing zone was 4.5mm. Vessel tortuosity was severe. Angiographic result post procedure was excellent.  No patient symptoms or complications were reported.